Event description:
It was reported that the patient presented to the emergency department with asystole and a low heart rate. The patient was externally cardioverted. The patient had other underlying issues including electrolytes. Strips showed non-capture. Threshold trends showed variable measurements on both the right atrial (ra) lead and right ventricular (rv) leads that were a little spiked recently and possibly related to the electrolyte issues. The patient was intubated. The leads were both explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).